Manufacturer narrative:
As part of normal complaint follow-up, an evaluation was initiated by mako surgical with regard to this event. The evaluation is in progress, and no preliminary information is currently available. Additional information for model #: 180320-3, lot #: 12011011.

Event description:
The surgeon had performed a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) and the restoris multicompartmental knee system (mck) on (B)(6) 2012. Approximately six weeks after the procedure, the pt returned to the surgeon complaining of pain. The surgeon had scheduled an exploratory surgery on (B)(6) 2013 to determine the source of the pt's pain. However, the pt canceled the procedure for personal reasons.